Event description:
During the surgery, the blade fell down in the surgical site. The surgeon had many difficulties to catch the blade from the pt. On may 25, the sales rep went to the customer and made the surgeon fill in the complaint form. During the surgery, the primary product broke. Then, the surgeon tried to use the other two items but he noticed that in both cases, the catting sides were not uniform but they looked "toothed". Finally the surgeon ended the surgery using another item.

Manufacturer narrative:
Na